Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported there were 6 wireless bedside monitors (bsms) giving intermittent comm loss at the central nurse's station (cns). They were clustered in the same wing of the hospital, which was quarantined due to covid 19. While troubleshooting, the nihon kohden networking team found there were two different areas with bedside monitors (bsm) connected via wi-fi that were going into intermittent comm loss on their respective cnss. They found that turning off a newly installed baby monitor ended the comm loss behavior in one area. They continued troubleshooting finding that some of the issues may be caused by the wireless spectrum itself being overloaded due to the high volume of patients at the time. No patient harm or injury was reported. Service requested / performed: evaluation / repair. Investigation summary: troubleshooting the problem identified that the issue was due to wireless interference. A review of the history of the serial number identified no further occurrences of the issue. Based on the available information, the most probable cause of the issue is the customer's network environment. Wireless network interference was causing the wireless bedsides to drop off the cns intermittently.

Event description:
The biomedical engineer (bme) reported that there are 6 wireless bedsides that are having intermittent communication loss with the central nurse's station (cns). They are all clustered in the same wing of the hospital that is quarantined due to covid 19. While troubleshooting, nihon kohden networking team found that there are two different areas with bedside monitors (bsm) connected over wifi that were going into intermittent comm loss on their respective cnss. The bsm wlan card is connected to an antenna and that antenna transmits via wifi to an jrc access point. While these rooms in the emergency department have had the same current high capacity in the past, it is a recent development to have all of these bedside devices monitoring patients. They also found that turning off a newly installed baby monitor ended the comm loss behavior in one area. They are still troubleshooting this matter and some of the issues may be that the wireless spectrum itself may be overloaded. No patient harm reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that there are 6 wireless bedsides that are having intermittent communication loss with the central nurse's station (cns). They are all clustered in the same wing of the hospital that is quarantined due to covid 19. While troubleshooting, nihon kohden networking team found that there are two different areas with bedside monitors (bsm) connected over wifi that were going into intermittent comm loss on their respective cnss. The bsm wlan card is connected to an antenna and that antenna transmits via wifi to an jrc access point. While these rooms in the emergency department have had the same current high capacity in the past, it is a recent development to have all of these bedside devices monitoring patients. They also found that turning off a newly installed baby monitor ended the comm loss behavior in one area. They are still troubleshooting this matter and some of the issues may be that the wireless spectrum itself may be overloaded. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available additional device information: concomitant medical device: the bsm-4000 series bedside monitors were being used in conjunction with the cns, but the actual model and serial numbers were not provided.

Event description:
The biomedical engineer (bme) reported that there are 6 wireless bedsides that are having intermittent communication loss with the central nurse's station (cns). They are all clustered in the same wing of the hospital that is quarantined due to covid 19. While troubleshooting, nihon kohden networking team found that there are two different areas with bedside monitors (bsm) connected over wifi that were going into intermittent comm loss on their respective cnss. The bsm wlan card is connected to an antenna and that antenna transmits via wifi to an jrc access point. While these rooms in the emergency department have had the same current high capacity in the past, it is a recent development to have all of these bedside devices monitoring patients. They also found that turning off a newly installed baby monitor ended the comm loss behavior in one area. They are still troubleshooting this matter and some of the issues may be that the wireless spectrum itself may be overloaded. No patient harm reported.